Event description:
A customer contacted beckman coulter (bec) reporting that the probe was leaking a few drops on start up in the coulter ac*t diff hematology analyzer and has not been able to pass startup on platelets. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. There were no patients results affected as no samples have been run this morning or controls. No erroneous results were generated in association with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013. The fse replaced diluent filters, causing back pressure to rinse block allowing for drip at end of startup cycle. The instrument was verified with no further leaks or reported issues with startup. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).